Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was unknown. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. Based on a review of the available patient records and the reported patient outcome, there were no device issues at the time of the patient expiration and the device had operated as expected. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although the reported event information did not indicate a specific device-related hazard, the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.